Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a 38-millimeter (mm) segment of the proximal lead was returned. Visual inspection noted cuts in the terminal insulation and bodily fluid in the lead lumens. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory analysis of the returned lead segment did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous right ventricular (rv) lead recorded several episodes of noise on the rv rate/sense and shock channels, with several seconds of rv pacing inhibition occurring. The patient is pacemaker dependent, but does have a variable escape rate ranging from 15-30 bpm. Of note, all rv lead measurements are normal and stable. No adverse patient effects were reported as a result of this observation, and no episodes of noise have been recorded since these episodes occurred. The physician suspected that the patient may have been exposed to an isolated event of emi, but the patient denied any emi exposure. The patient was brought back in clinic for troubleshooting. The noise was unable to be reproduced via pocket manipulation. The device sensitivity was reprogrammed, and the patient will continue to be monitored at this time. The lead was later returned for analysis.